Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10394. It was reported, the pt is experiencing an uncomfortable heating sensation while charging her ipg. The pt stated, she has to stop charging due to the heat. In addition, the pt reported her recharge burden has increased from once per week to 2-3 times per week. The pt was provided with the manufacturer recommendations to address heating while charging. Follow up info revealed the manufacturer's recommendations seem to be helping with the heating sensation. On 8/1/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.